Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, user mentioned unable to login to pyxis station. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was failed to login. A technical support specialist dialed into the server and confirmed that the account was inactive. Based on the assessment, the tss recommended contacting the hospital information technology team (hit) for further assistance. The customer later confirmed that the issue was successfully resolved by the hospital information technology team. The system functioned as intended.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, user mentioned unable to login to pyxis station. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.